Manufacturer narrative:
(B)(4). The patient death occurred on an unknown date in (B)(6) 2011. A follow-up medwatch will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
This is a report received from a nurse of a patient death due to sepsis. The patient was still receiving peritoneal dialysis, but was not performing therapy at the time of death. The nurse stated that there was no connection between the device and the cause of death. No additional information was provided.